Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One 5 fr tl powerpicc solo catheter was returned for evaluation. The catheter extended to the 44 cm depth marker. Blood residue was present throughout the device surface. A kink indentation was visible near the 2.5 cm depth marker. A slight curve was also visible near the 28 cm depth marker. Microscopic observation of the kinked region did not reveal any additional damage or deformation. The catheter was cut proximal to the kinked region in order to measure the wall thickness. The catheter was found to be within manufacturing specification. Based on the location of the kink being present externally, possible contributing factors include catheter securement and manipulation during use. Since evidence of a kink was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reez3810 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reez3810) have been reported from the same facility. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC line placed (B)(6) 2021 at 0500 with chg dressing. No issues with PICC however upon completion of therapy when PICC was dc'd it was noted to be visibly kinked at the 3cm mark."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC line placed (B)(6) 2021 at 0500 with chg dressing. No issues with PICC however upon completion of therapy when PICC was dc'd it was noted to be visibly kinked at the 3cm mark."